Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was received in an original box with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal body anchor was returned on the insertion tool, upside down. The bottom elongated portion of the proximal body anchor has been broken off and was not returned. Bio debris is present. A functional evaluation showed the orange knob will rotate the outer insertion tube. The black deployment knob advanced and backed the distal rod. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified. Each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a posterior cruciate ligament reconstruction procedure, two(2) healicoil knotless anchor failed. The first one enter the patient without any problem but when traction was performed to fix the other end it came out of the surface completely; the second device broke while it was being fixed; the tip of the anchor was attached to the threaded part but it did not enter and then broke. All broken pieces were removed from the patient. The procedure was successfully completed with non-significant surgical delay using a back-up device on two additional bone holes. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was received in an original box with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal body anchor was returned on the insertion tool, upside down. The bottom elongated portion of the proximal body anchor has been broken off and was not returned. Bio debris is present. A functional evaluation showed the orange knob will rotate the outer insertion tube. The black deployment knob advanced and backed the distal rod. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified. Each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a posterior cruciate ligament reconstruction procedure, two(2) healicoil knotless anchor failed. The first one enter the patient without any problem but when traction was performed to fix the other end it came out of the surface completely; the second device broke while it was being fixed; the tip of the anchor was attached to the threaded part but it did not enter and then broke. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.